Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited a failure to pair due to loss of radiofrequency telemetry. The device was reprogrammed successfully. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: previously reported with a "wireless communication problem" code in h6, now removed.